Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is complete. The reported problem (non-function ECG electrodes) was confirmed. As received, the belt failed incoming functionality testing. Upon investigation the trunk cable was pulled short and the solder joint at the rear pulse wires in the dn was broken. The cause of the failure was a broken solder joint. The cause of the broken solder joint was the pulled cable. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) had non-functional ECG electrodes.